Manufacturer narrative:
Early experience of simultaneous sleeve gastrectomy in living donor liver transplant recipients with obesity ¿ a pilot study: r. Patnaik https://doi.org/10.1016/j.soard.2025.11.013.1550-7289/2025. American society for metabolic and bariatric surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a pilot study analyzed the outcomes of patients who underwent living donor liver transplantation (ldlt) in conjunction with sleeve gastrectomy (sg) for the treatment of obesity in patients with metabolic dysfunction-associated steatohepatitis (mash) cirrhosis between december 2023 and may 2025. It was noted that an open sleeve gastrectomy was performed using a tri stapler. There were 7 patients included in the study and a distal staple line gastric sleeve leak was noted in one patient. The patient required interventional radiology and advanced endoscopy with wide drainage.